Manufacturer narrative:
A field service engineer (fse) went to the customer site and first checked and cleaned the bf incubator. Next, the fse turned on the temperature and ran the daily check which passed. The customer then ran controls on all assays which passed with acceptable results. Review of service and complaint history for serial number 10130707 was conducted from 19-apr-2015 through 19-may-2016 for similar complaints and identified no similar type of event. The most probable cause of this event may be related to an unclean heater sensor. Review of the aia-2000 operator's manuals indicates: error code: 3030 substrate temperature abnormally high cause: the substrate overheat (50) signal was detected. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: reset the main power. Contact tosoh service center or local representatives. Error code: 3042 b/f table temperature upper limit error cause: the b/f table temperature exceeded the upper limit (standard: 40). The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: reset the main power. Contact tosoh service center or local representatives. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 the customer called to report receiving high temp error codes, 3030 substrate temperature and 3042 b/f table temperature, during use of the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for lh ii. There is no indication that patient intervention or adverse health consequences occurred due to the delay in reporting of patient results.